Event description:
Customer called to report that the insulin pump alarmed low battery alert in less than 1 week. Customer also reported that the insulin pump alarmed off no power. Customer's blood glucose reading was 173 mg/dl. Troubleshooting was done. Replacement product is being sent.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.